Event description:
It was reported that the device was implanted in1998. Post-op, it was noticed that there was osteolysis on the screw tip. A revision surgery will be necessary, but has not occurred or been scheduled yet.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records indicate MFR to specification.